Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. An alternate programmer without the software update gave the same shortened longevity estimate. The programmers remain in use. No patient complications have been reported as a result of this event.